Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. For the reportedly, with the first proglide used in the lcfa, when the plunger was removed, no suture was present; a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed in the lcfa. Two other proglide sutures were preplaced successfully in the right common femoral artery (rcfa). The sheath was upsized to an 18f in the lcfa and 20f in the rcfa. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa. The sutures in the rcfa were tightened; however, hemostasis was not achieved. Surgical suturing was used to achieve hemostasis in the rcfa. During surgical closure, it was noted one knot was not against the vessel wall. The main bleeding post proglide closure was observed coming from a lateral (additional) puncture as multiple punctures of the rcfa were used to gain access. As the proglide device was not used to close the lateral puncture site, there was no proglide device issue attributed to the lateral site bleeding. The physicians are reported to be in-training in the use of the proglide device and the preclose technique. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.